Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovarian pain") and back pain ("lumbar pain"). The patient was treated with surgery (patient lost the uterus and fallopian tubes). Essure was removed. At the time of the report, the abdominal pain, adnexa uteri pain and back pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain and back pain to be related to essure. The reporter commented: this case was found thought clipping in radio and tv about essure. All the events were considered as related by consumer. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.